Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of corrosion on the electrical contacts cannot be identified. A device history review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited electrical contact corrosion. There was no patient involvement.